Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that lead exhibited several impedance issues which kept changing. Ran connection check and impedance testing several times. Reinserted and cleaned the contacts several times. Impedance readings were consistently out of range on 0, 1, 2, 3, 6, and 7. Impedance readings fluctuated on 8-15. Post operatively, the 8-15 impedances stabilized as normal but 5 of the 7 contacts on 0-7 remained out of range. Cause was from new lead and generator implant. As the patient's pain is only the right side, it was determined there was adequate coverage on the right side to address her painful areas. The physician does not believe these impedance issues will impact therapy. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 01-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.